Manufacturer narrative:
H.3 evaluation summary: upon receipt of the device, it was found to be programmed with pacing on, although it is not known how much pacing the device was performing. The idd current was checked and found to be normal and within the typical range for v-112 devices. A ventritex automated test system electrical life test was performed. This test verified proper bradycardia pacing, anti-tachycardia pacing, and sensing functions. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including telemetry responses of the device were also tested and functioned appropriately. The problem experienced in the field could not be replicated during co's evaluation. In conclusion, co analysis found that the device functioned properly throughout the testing and shows normal device characteristics.

Event description:
During a routine follow-up, the implanable cardiac defibrillator showed premature battery depletion.